Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure afterwards the ipg could no longer communicate with external devices. Surgical intervention was undertaken wherein the system was explanted without complication.